Event description:
It was reported that during a usb (universal serial bus) software installation, the programmer was unplugged, and since then, when booting, an error message appears. The service disk was tried, with no success. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device boots to an error. As a result the hard drive was reconfigured and software was reloaded to clear the error. It was also noted that the electrocardiogram (ECG) connection had cracked solder joints, and the screen drops and display had a redline going across the left side of the display. Concomitant products: product ID 2067l, radiofrequency head; product ID 229047, pacing system analyzer. (B)(4).